Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the head of the driver was defective and needed to be replaced.